Event description:
It was reported that during a da vinci si inguinal hernia repair procedure, the user facility identified the harmonic ace curved shears insert was detached from the clamp of the instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the insert tip was detached from the clamp. The teflon pad was partially separating from the clamp arm. The teflon pad was still attached at the base of the clamp arm but the distal end was not attached to the clamp arm. There was also a split along the middle of the teflon pad. The tearing aligned with the section of curved blade that makes contact with pad. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reportable malfunction, if to reoccur, could cause or contribute to an adverse event.